Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, when the nurse passed the suture to the surgeon, the needle and suture were not connected so suture could not be performed. Another suture was used to continue the case. There was no patient injury.